Event description:
It was reported that the universal handswitch caused a handpiece to run without user activation. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
The reported event was confirmed. During the functional inspection, the repair technician found the device had a bias current error likely caused by a power cable assembly. This part was replaced along with the motor and rotor assembly which may cause a biased current reading in the power console and may make the handpiece run intermittently or not at all. The affected parts were replaced.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the universal handswitch caused a handpiece to run without user activation. Attempts to obtain additional information were made, but were not successful.